Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent an orthopedic surgery. It was noted that the triple trocar for tfna head element would not fully connect between the 3 different trocars. During the surgery, the inner connecting screw for the lag screw insertion handle would not fully seat. There was a one-minute of surgical delay noted. There were no fragments generated noted. It is unknown if the procedure was successfully completed. There were no patient consequences. This complaint involves five (5) devices. This report is for (1)blade/screw guide sleeve. This report is 1 of 8 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: device interaction / functional . Visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot #: 9359339) was returned and received at us cq. Upon inspection of the returned device, it was missing the red epoxy marking which was investigated under CAPA-005197 and does not require any additional investigation for this defect. Additionally, scratches were observed on the devices. No other issues were identified with the returned device. Device failure/defect was identified. Functional test: a functional test was performed to assemble the device with the mating instrument. Blade/screw guide sleeve was fully able to assemble with the 3.2mm wire guide sleeve without any issues. Also the blade/screw guide sleeve was able to fully assemble with the screw inserter. Reported condition of unable to assemble could not be confirmed. The complaint can be replicated with the returned devices. Document/specification review: based on the manufactured date, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Dimensional inspection: dimensional analysis was not performed as no damage was identified on the returned device and the device was able to assemble on to the mating device completely without any issues. Complaint was confirmed. Investigation conclusion: the overall complaint condition could not be confirmed for the returned device as the mating device was able to fully assemble with the alleged returned device. There is no indication that a design or manufacturing issue has caused the issue. The missing epoxy was investigated under CAPA-005197. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot, part: 03.037.017, lot: 9359339, manufacturing site: bettlach, release to warehouse date: 04. Feb. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.